Event description:
It was reported by the plaintiff's attorney that the plaintiff was "implanted with a pelvic mesh product on (B)(6) 2008." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injury, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." The plaintiff's attorney also alleges that the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and has sustained permanent injuries" and other damages.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.